Event description:
There were 2 long black hairs inside an eclipse disposable infusion device. These hairs can be seen in between the outer shell and the elastomeric membrane. The device was not sent to a pt. We did report the problem to I-flow in 2007. The above issue brings up questions of sterility with their product. The company sent us a letter stating that they are investigating this problem and will send us a report within 30 days.